Event description:
It was reported that bd intima-ii¿ closed IV catheter system cap was discolored. This was discovered before use. The following information was provided by the initial reporter: the child was admitted to the hospital on (B)(6) 2020. After admission, the patient was given symptomatic treatment such as fasting, acid preparation, stomach protection and fluid rehydration. On may 25, 16:10, a new indwelling needle was replaced for fluid rehydration treatment, after opening the package box of the indwelling needle, it was found that the heparin cap of the indwelling needle had different color and suspected needle sty, so another indwelling needle was replaced, which did not affect the children.

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9197400. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system cap was discolored. This was discovered before use. The following information was provided by the initial reporter: the child was admitted to the hospital on (B)(6) 2020. After admission, the patient was given symptomatic treatment such as fasting, acid preparation, stomach protection and fluid rehydration. On (B)(6), 16:10, a new indwelling needle was replaced for fluid rehydration treatment, after opening the package box of the indwelling needle, it was found that the heparin cap of the indwelling needle had different color and suspected needle sty, so another indwelling needle was replaced, which did not affect the children.